Event description:
It was reported that during an implant attempt, the lead dislodged from the right atrial wall and the helix would not retract to facilitate the re-attempt of the implant. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was damaged at implant. The analyst also noted that the lead was returned with the helix fully extended and slightly bent.